Event description:
It was reported that the patient presented on (B)(6) 2018, with an asymptomatic abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2019, a compression of the endoprosthesis was identified, caused by the false lumen of an aortic type b dissection that had led to acute bilateral limb ischemia. On (B)(6) 2019, the endoprosthesis was explanted and an aortobifemoral bypass from the aorta to the remaining part of the endograft was performed. On (B)(6) 2021, imaging suggested an infection of the device with staphylococcus lugdunensis which was previously identified on the scarpa. On (B)(6) 2021, the left leg of the endoprosthesis was explanted due to the identified infection. Per-operative samples of the explant did not show an infection of the device. The patient tolerated the procedure.

Manufacturer narrative:
The explanted device was sent to geprovas institute for investigation. The device evaluation showed the following: explant scientist observations (gross): - the specimen was reported to measure 120 mm in length with the proximal trunk and constraint sleeve transected. The contralateral leg (cl) was in an overlapping configuration within the lumen of the ipsilateral leg of the trunk and extending distally. There is a bend in the device on the ipsilateral leg inline with the cuff of the contralateral gate. The bend appears to be a result of being placed in a small container. - the ablumen had scatter plaques of friable red/ brown material and a focus of thick red/brown tissue on the cl just distal to the ipsilateral leg. Stent frame displacement and disruptions (trunk) were present near the distal region of graft overlap. Just distal (on the cl) was an additional area of material disruptions with cuts through the graft and stent frame. The devices were widely patent. - material disruptions (e.g., transections) were consistent with those caused by manual manipulation via surgical instrumentation (e.g., scalpel, scissors) likely used during the explant procedure. Explant scientist observations (post digest): - trunk: the proximal trunk had been transected through graft material and stent frame. An approximately 1.5 mm hole was present in the graft material of the ipsilateral leg (medial, distally adjacent to bifurcation), resulting from a wire puncture (i.e., wire discontinuity [d1]) from the underlying contralateral leg. The hole was not transmural through both devices. - cl: a total of 6 wire discontinuities were noted (d1-d6). D2-d6 were within the two stent rows distal to the ipsilateral leg overlap. This region also presented with severe tape disruption resulting in displacement of a wire fragment. One hole in the graft material was noted in this region, underlying the constraint sleeve near d4. There was an approximately 3mm transverse cut through graft material and stent frame near the distal region. - material transections/ cuts were consistent with those caused by manual manipulation via surgical instrumentation (e.g., scalpel, scissors) likely used during the explant procedure. - characteristics of the wire discontinuities were consistent with fractures. The fractures (d2-6) were in a region of severe tape disruption indicative of an area of in vivo wear, consistent with anatomical bending in conjunction with pulsatile motility. The hole in the cl was consistent with apical wear.